Event description:
It was reported that during the implant procedure, the physician could not extract or retract the screw (helix) of the lead. The helix was blocked at implant. The patient's status was reported as stable and normal. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found. Visual anlysis noted the proximal conductor was distorted.